Event description:
On (B) (6) 2008, the patient reported that the adhesive of one of her boxes of infusion sets is faulty and does not stick. She stated that she used this box of infusion sets throughout the month of (B) (6) 2008. She inserts the infusion sites into clean, dry skin, and she does not use lotions of powders in the area. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The patient was sent IV prep wipes and replacement infusion sets. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.